Manufacturer narrative:
Customer was using expired strips. The precision xtra meter is designed to not allow customer to test their blood glucose levels using expired test strips, it is therefore customer was receiving an "error 6" message. Customer was educated regarding this issue. A follow-up will be submitted if the product is received.

Event description:
A customer reported she obtained an error 6 message on her precision xtra meter. Due to the error 6 message she could not test her blood glucose and experienced "feeling unwell" and went to a local pharmacy to test. The customer was subsequently taken to hospital, by her daughter, where she was immediately given insulin. The customer stayed in hospital for two weeks to stabilize her diabetes. In addition, the report states that prior to this event the customer was suffering from shingles and was not taking her prescribed medication. There is no report or death or permanent impairment in this case.